Event description:
Event description guidant received information that this pacemaker and ventricular lead had been implanted in this patient on august 18, 2004. Following implant, the device had been re-programmed several times due to increasing thresholds. On october 27, 2004, a device follow-up revealed that atrial pacing spikes were not present and the device was operating in vvi mode. Additionally, the patient was not responding to the physician. The pacing rate was changed to 80ppm and an auto threshold test was performed which determined .8v to be the ventricular threshold value. Egrams showed pacing spikes without capture beats. The device was then re-programmed to maximum output; however, capture was still not obtained. The patient required cardiac massage and a respirator. Once in the ICU, his condition worsened and the patient passed away.